Event description:
The spouse of the home patient (hp) reported the hp was overfilled while using the homechoice clycler for apd therapy. Follow up with the dialysis facility reveals that in 2003, the hp had reported draining 11mls of their last fill volume of 2400mls during the initial drain before the cycler advanced into fill 1. The hp reported avoiding being overfilled by stopping fill and placing the cycler into a manual drain, removing the remainder of the last fill volume amounting to 2342mls. The spouse of the hp related that previously, a similiar incident had occurred but they had not noticed and the hp had received an incomplete initial drain followed by their programmed fill volume. The dialysis facility related that there was no patient injury or medical intervention as a reulst of this incident.